Event description:
Healthcare professional reported a right side rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, fold creases. A microscopic analysis was performed which identified; broken shell with sharp edge on radius side in the same location of crease assessed as fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported a right side rupture discovered during surgery. The device has been explanted and replaced.